Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction incident. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated there was inefficient fluorine gas during cylinder replacement. This event occurred during equipment maintenance and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a problem with premix gas cylinder. The gas induced a drastic reduction in the power generation performance of the system. Additional information has been requested.